Manufacturer narrative:
Device received with blank display due to broken solder joint on interface board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised the battery cap will be replaced. Customer wanted the device to be replaced. Customer agreed to return the device for analysis.